Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from the (B)(6) registry which stated "radiologic studies were done. Pt was admitted on (B)(6) 2013 for operative repair of a bend relief disconnect involving the outflow portion of the lvad. The procedure was performed by implantation of a bend relief collar on (B)(6) 2013."

Manufacturer narrative:
The user facility report #(B)(4) was rec'd from the (B)(6) registry. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.